Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were a couple of syringes that were found to have medication left in the barrel after pushing the medication into the IV bag during preparation of an IV medication. The customer later stated that there were no adverse effects caused to the pharmacy technician.